Event description:
According to the information received, an amplatzer septal occluder (aso) was implanted in 2008. Balloon sizing was performed which revealed a 12mm defect with a circumferential rim. A push-pull maneuver was performed after implantation and the device proved to be stable. Transthoracic echo (tte) the following day showed correct placement of the device. At the six (6) month transesophegeal echo (tee) follow-up, the device was shown to have embolized and could not be located. A full body angiographic search was performed and the device was found in the abdominal aorta. The device was surgically removed and the atrial septal defect was surgically repaired. The patient was noted to be recovering and doing well. Fluoroscopy imaging has been received at aga medical; however, additional information has been requested, including tee/ice imaging of the implant procedure and the cath lab and op note. This has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Review of the device by aga's principle research scientist resulted in the following findings: the amplatzer septal occluder was received at aga medical in its original configuration with a slightly oval shaped deformation. The diameter of the left atrial disc was 23.5mm x 25.5mm in its cupped configuration, and the right atrial disc was 21.5mm x 22.0mm. The device was fixed with fibrotic tissue and 95% of the device surface was covered by neointima. No broken wires were found. In summary, the received device was a 12mm amplatzer septal occluder. The slightly oval shaped deformation of the device was suspected to be caused by a longitudinal compression, which was most likely related to the device dislodgement into a relatively narrow space. Fluoroscopic imaging was received at aga medical; however, the images provided did not give us any indication as to why the device embolized. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.

Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: the patient was found to have atrial level communication for which a 12mm aso was placed as the diameter of the defect after balloon sizing was reported to be 12mm. The next day the device was found to be well positioned; however, an echocardiogram obtained several months later for follow up, revealed that the device had embolized to the abdominal aorta. The device was retrieved surgically and the defect closed surgically as well. The patient did well post surgery. The echo images provided showed an atrial level communication. The septum primum was thin and overlapped the septum secundum during parts of the cardiac cycle. According to aga;s medical consultant the defect was a stretched pfo and not an asd anatomically. The septum primum overlap was towards the left side of the septum secundum, which is typical of a pfo, and tended to flail with the heart beats. The defect measured about 12mm in one static image. There was significant change in the size of the defect during the cardiac cycle. A large eustachian valve was also seen. Assuming the deployment was correct and the discs of the device sandwiched the atrial septum, the device had the potential to embolize later if the right disc did not overlap the septum secundum. The defect was a flap-like opening and the right disc squeezed out toward the left side because of continuous change in the size of the defect with every cardiac cycle. The fact that the device embolized into the left ventricle and then to the abdominal aorta, is suggestive of two mechanisms: undersized or improperly placed device and wrong device selection. An asd device that overlapped the septum secundum adequately may have been a better option. Please note: this interpretation was based upon very limited number of images after the device had embolized and evaluation of similar cases that resulted in device embolization in the past. The images of the procedure were not recorded.